Manufacturer narrative:
No further follow up was possible with the user as no response was received. It was last notified that the removal attempt was scheduled on (B)(6)2020 . The high rate of inability to remove sensor is being investigated under corrective and preventive action. No further investigation was found necessary. H6 method code updated to 4114. H6 result code updated to 3221. H6 conclusion code updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an incident where the physician was unable to remove the sensor on the first attempt made.